Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. A definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was noted as difficult due to the anatomy. The plus knob of the guide was turned one fourth of a turn, and the leaflets were able to be grasped. Deployments steps were performed. The actuator knob was pulled back, but the clip did not release from the cds. The actuator knob was turned a couple more times, and back and forth movements were made with the delivery catheter (dc) handle, and the clip deployed successfully. The mr was reduced to 1, with one implanted clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.